Event description:
A surgeon reported that an intraocular lens (iol) was replaced due to an unexpected post-op refraction. The association between this event and the iol is not known. Additional info has been requested.